Event description:
Patient had zosyn 4.5g in 100 ml set to infuse over 60 minutes. The pump infused the entire volume in about 30 minutes instead of 60 despite correct programing. Rn confirmed with a second rn that the settings were correct. No adverse reaction to the patient.